Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 8mm fenestrated bipolar forceps instrument was analyzed and was tested on an in-house system showing 3lives remaining. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument was fully functional. There was no physical damage. There was no problem detected. The reported complaint could not be replicated, nor confirmed, during the failure analysis investigation. No product issue was found. Additionally, the instrument was connected to an in-house energy generator. The instrument failed the energy delivery test. Electrical continuity test failed in one of the grips. No damage found on conductor wires. The instrument was sent to engineering for further investigation on 03/04/2026, and the initial findings were confirmed. The instrument was installed on an in-house system and was able to pass recognition and engagement. The instrument was also connected to an in house erbe generator, and it passed energy recognition. The instrument was test for recognition on multiple arms on the system and multiple outlets on the generator, and it passed recognition continually. The reported event with the instrument could not be replicated nor confirmed. Additionally, the instrument was installed on an in-house generator failed energy delivery testing. The instrument was tested for continuity and failed. Upon inspection of the distal end, retracted insulation of the conductor wire on the failing grip was observed. The conductor wire was exposed 0.0815" from the grip face. There was no thermal damage on the yaw pulley. There was no broken grip cable or other damage to adjacent components. The complaint was confirmed by failure analysis. The probable root cause is attributed to component susceptibility to damage through external collisions, during use, or during reprocessing.

Event description:
It was reported that during a da vinci-assisted low anterior resection (lar) surgical procedure, the 8mm fenestrated bipolar forceps instrument exhibited a recognition issue. The procedure was completing as planned with no reported injury.